Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the diagonal artery. After entering the promus element plus stent in the unspecified guiding catheter the physician experienced a great amount of friction during advancement of the stent. Due to this friction the shaft kinked. The physician tried to bend the shaft to its almost original state and continued the procedure. Further increased friction in the guiding catheter was experienced followed by a sudden drop in resistance. The shaft was broken at the place of the previous kinking. Part of the device was retrieved out of the guiding catheter by pulling it back. The stent was still inside the guiding catheter and was retrieved by pulling out the whole system (guiding catheter and wire). After placement of a new unspecified guiding catheter, the patient underwent a successful pci procedure with a promus element stent 3.00 x 28 mm. In the physician's opinion this was caused by the tortuousity of the patient's arteries. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the diagonal artery. After entering the promus element plus stent in the unspecified guiding catheter the physician experienced a great amount of friction during advancement of the stent. Due to this friction the shaft kinked. The physician tried to bend the shaft to its almost original state and continued the procedure. Further increased friction in the guiding catheter was experienced followed by a sudden drop in resistance. The shaft was broken at the place of the previous kinking. Part of the device was retrieved out of the guiding catheter by pulling it back. The stent was still inside the guiding catheter and was retrieved by pulling out the whole system (guiding catheter and wire). After placement of a new unspecified guiding catheter, the patient underwent a successful pci procedure with a promus element stent 3.00 x 28 mm. In the physician's opinion this was caused by the tortuousity of the patient's arteries. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR, eval. Summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 680mm distal to the catheter's strain relief. Several kinks were identified along the hypotube. The hypotube had a curled up like shape. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).